Manufacturer narrative:
The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The field service found no issues with the operation of phacoemulsification unit. The fss tested the reflux function and found no issues. In addition, the fss performed a preventative maintenance (pm). As part of the pm, the filters and batteries were replaced. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a cataract procedure, the surgery center reported having blockage in the tip of a handpiece. A brief description of the event is that the phacofragmentation unit¿s reflux function did not seem to respond when the surgeon activated the reflux function during irrigation and aspiration mode in the cortex settings. The scrub technician observed a large piece of cataract blocking the tip and when the piece was removed, the reflux function responded normal. No patient injury reported.